Event description:
It was reported that the patient had a lead warning in the past and now had low right atrial (ra) lead impedance in bipolar mode. It was noted that unipolar impedance was higher than bipolar, and the lead was programmed unipolar. There were also atrial high rates that looked like noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and a visual summary analysis of the lead indicated apparent explant damage. Product: kdr701 implantable pulse generator (ipg) (B)(6) 2005; 4024 implantable pacing lead (B)(6) 1995. (B)(4).